Event description:
It was reported that during implant attempt, the lead was implanted but the measurements changed. The lead was removed from the body and it was noted that the helix was not completely retracted, and the helix then got caught on a sterile towel. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.